Event description:
Information received indicates the zipper came apart on the mattress, allowing fluids to saturate the bladder and topper foam.

Manufacturer narrative:
The facility's mattress is seven years old and will be replaced with a new mattress.